Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting a pg fault code 01 and was in storage mode. It was also noted that the patient had an episode of atrial fibrillation on august 17, 2006 which was detected in the ventricular tachycardia zone and a shock was delivered. Ts was not sure why this would have happended if the device had reverted to storage mode. The charge time for the episode was 43 seconds. This ICD was explanted and successfully replaced. No adverse patient symptoms were reported.